Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Event description:
Complainant alleged that during biomed testing, the device failed the paddle test using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a (B)(4) zoll representative evaluated the device at the customer's site. The malfunction was duplicated and attributed to the multi-function cable. The multi-function cable was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.